Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: a review of the alarm history showed several consecutive ¿cs054/cs052/cs012¿ alarms. During testing, the pump passed the ez prime steps. No alarms occurred during testing. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.